Event description:
It was reported that pump displayed non-resettable malfunction alarm malf 24 with fault ID 24-0x2219, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.